Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. Device functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Scratched lcd window and cracked reservoir tube noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 66 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.